Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine, morphine, and an unknown drug, dose and concentrations not reported, via an implantable pump. The indications for use was spinal pain. An overdose was reported. The healthcare provider reported that the patient had presented to their facility and "was overdosed on the medication pump". Troubleshooting options were reviewed for stopping the pump including programming with 8840 clinician programmer or accessing pump with a needle to remove contents. The reporter did not have a clinician programmer and did not wish to access the pump with a needle to remove the drug. No further complications were reported.